Manufacturer narrative:
One 6f angioseal evolution was returned for evaluation. One carrier tube assembly was returned mated with the hemostasis sheath. The carrier tube assembly had been fully inserted into the hemostasis sheath, but was not in the full rear-lock position and the white bars were not exposed fully. The collagen knot was still attached to the suture in a state of decomposition. The anchor was not returned nor was attached to the knot. The carrier tube and hemostasis sheath were bent in a 'u' shape. The compaction marker was not exposed. A part of compaction tube was visible exiting from the tip of hemostasis sheath. The overall device condition was consistent with partial deployment. The button was in park position. For functional testing the device suture was grasped manually while pulling and the button was pressed and the handle pulled away from the suture. The suture was released as intended without any anomalies. The device was disassembled and the gears were rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. The carrier tube hub was detached from the gearbox and the compaction tube removed. The rack distal end stem was fractured stuck in the compaction tube proximal end bore. The length of the compaction tube was 6.47" and the outer diameter was measured to be 0.05452".the measurements confirmed to meet manufacturer specification. The exact root cause of the event cannot be determined based on the available information, it is likely that the user did not sufficiently press on the button to release the suture. One previous report for this issue with this product/lot for tmc records. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported: the angioseal pulled completely out of the vessel today and it left the foot behind. At least one last week that did the same thing. It was noticed that they are pulling really hard again. They slowed down the pull back and it still came out. Patient is okay. Procedure was a success. Additional information was received on 6/19/2017. Hemostasis was achieved by manual compression; resistance is felt as the device is drawing back.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The returned device was functionally and dimensionally tested with no anomalies found per the manufacturing specifications. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.